Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: during a case, something happened to the insulation on the tip of the plasmablade¿ device, a piece of the black coating flaked off, and then the blade burned the doctor through his glove. The generator failed to recognize that a handpiece was connected when an aquamantys¿ handpiece was plugged in. Investigation conclusion: the reported issue was confirmed. The electrode insulation coating is damaged as evidenced by the chipped electrode insulation coating. Insufficient cleaning of the electrode during use can create tissue and coagulum buildup on the electrode and inside the heat shrink. When this occurs, the rf energy path may be altered such that the energy is directed to the tissue on the electrode, rather than to the patient; it is probable the heat shrink will degrade, and the electrode insulation coating can be compromised. The device and the complaint lab generator function as expected with no failures and met the product specification requirements for electrical continuity and for pull force testing. The complaint could not be recreated for the patient injury, ¿burn¿, issue that was reported in the complaint description. Additionally, it was found that the heat shrink is scratched and melted. If information is provided in the future, a supplemental report will be issued.

Event description:
During the surgical procedure, the surgeon reported the coating on the plasmablade device tip peeled off and caused a burn on the surgeon¿s right hand. The burn produced a small 1/3-inch blister. It is unknown if any interventions were needed. There was no injury to the patient. Additionally, it was found during analysis that the heat shrink is damaged, melted and scratched.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During the surgical procedure, the surgeon reported the coating on the plasmablade device tip peeled off and caused a burn on the surgeon¿s right hand. The burn produced a small 1/3-inch blister. It is unknown if any interventions were needed. There was no injury to the patient.